Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the surgeon was performing a suprapatellar tibial nail and had issues with the aiming arm, not hardening and during the process, while removing the unknown coupling bolt, the tibial nail was stripped two (2) endcaps for tibial nail were damaged. I don¿t have a lot numbers they were discarded. Three items need to be replaced, during this process the aiming arm, unknown instrument, and coupling bolt. It is unknown if there was a surgical delay. Procedure and patient outcome were unknown. This is report 5 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part: 03.010.441. Lot: 190103-101. Manufacturing site: selzach. Supplier: leitner ag. Release to warehouse date: july 22, 2019. Expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6: health effect - impact code. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was surgical delay of thirty (30) minutes.